Manufacturer narrative:
The investigation of low pump flow has been completed. The impella device was not returned for evaluation. Low pump flows: data logs were reviewed and flows were intermittently low throughout the case. That being said, the ps was only variable during the early portions of the case. There were a total of 68 suction alarms, over 200 position unknown (alarm #35), and 13 preventing retrograde flow alarms. There were also 17 position in aorta alarms on 7/jul/2025, however, this is after any of the reports of low flows/suction, so the relation is unclear. Early in the case, there were many suction alarms due to a low motor current (mc) min. The concentration of suction alarms on 30/jun/2025 occurred shortly after there was a clear step down in mc min values. There was a slight drop in ps values at the same time, but not as significant as the mc. The suction alarms that triggered shortly after were intermittent and diastolic. It is unclear based on data logs if the suction alarms were caused by pump position being slightly deep. Clinical details did not report any blood or bicarbonate administration after 29/jun/2025. However, when the pump was being run at p-3 during weaning, the preventing retrograde flow algorithm was kicking in because mc values were low. Mc was roughly 180/130 before mc/ms were being automatically ramped up. When the mc/ms ramped, ps values also increased. Based on this information, data logs do not align with the clinical report that the patient's ejection fraction had improved by the end of the case. There is potential that the patient's condition early on in the case played a role in low pump flows, but the position of the pump could have also played a role. Finally, data logs did not show low pump flows resolving to support one troubleshooting method resolving the complication. Product was not returned for investigation. Since limited clinical details were provided, data logs were inconclusive, and product wasn't returned, the root cause of the low pump flows couldn't be determined.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced low pump flow. The patient was transfused volume and treated with bicarbonate. There were also suction alarms that resolved without treatment. Later, the patient was successfully weaned from the pump and survived.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.